Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the left sided accessory pathway ablation procedure, an air leak was noted when aspirating the sheath. While aspirating there was initially blood and then continuous air aspiration. The brk needle was exchanged with resolution of the issue and the procedure was completed with no adverse patient health consequences.